Manufacturer narrative:
The initial reporter: medical technology. Additional information will be provided, following the conclusion of the investigation. H3 other text: device not returned to manufacturer.

Event description:
On 9th january, 2024. Getinge became aware of an issue with one of surgical lights - hlx 3005. As it was stated, the sterile handle holder broken off. There was no injury reported. However, we decided to report the issue in abundance of caution, as any particles falling off into sterile field or during procedure may cause contamination in case of reoccurrence.

Manufacturer narrative:
The unique identifier (UDI) # information is not available as this medical device/model was marketed and/or discontinued in us before the UDI requirement became mandatory. The correction of h3a device evaluated by manufacturer, h3b device not eval provide code, h3c if other provide code - explain fields deems required. This is based on the internal evaluation. Previous h3a device evaluated by manufacturer: no. Corrected h3a device evaluated by manufacturer: yes. Previous h3b device not eval provide code: other. Corrected h3b device not eval provide code: n/a. Previous h3c if other provide code - explain: device not returned to manufacturer. Corrected h3c if other provide code - explain: n/a. Getinge became aware of an issue with one of surgical lights - hlx 3005. As it was stated, the sterile handle holder broken off. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination in case of reoccurrence. It was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. There is no information if the claimed device was being used for patient treatment or diagnosis when the event took place. This incident is probably due to repeated excessive torques (> 100 n), or to mechanical shocks. The cleaning products and cleaning processes could also be a root cause of the weakening of plastic parts such as handle supports (presence of aggressive components or too concentrated solutions). We remind users that the light head has to be gently manipulated. We also recommend checking if the cleaning products and processes for this operating room are conform to maquet recommendations. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).